Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the blood parameter monitor (bpm) would not turn on. As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.

Manufacturer narrative:
Per the laboratory evaluation, the service technician observed bpm's aux printed circuit board assembly (pcba) was inspected and found to have a charred, exploded c108 capacitor. This was preventing the monitor from turning on with either a/c or d/c battery power. The aux pcba was determined to be defective.